Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "(B)(6), assisting surgeon of the hospital, reported to our sales rep, (B)(4), that (B)(6), the implant surgeon of the hospital, was performing an implantation surgery to treat the hip joint arthrosis at a patient. (B)(6) described that the receiving pin of the hand rasp broke off during the surgery procedure when the rasp was knocking out. According to his information, the surgery was completed successfully by using a replacing rasp and that the patient was not impaired."